Event description:
It was reported that during an unknown procedure, the white tissue pad was fallen off. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was functionally tested on the generator and the hand control button were nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. Due to the corrosion discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device.